Manufacturer narrative:
(H3) the reason for the revision cannot be confirmed from the information provided, but may be due to prosthesis wear as reported, a patient-related condition such as instability, an unreported factor, or a combination of the above. However, the reported prosthesis wear could not be confirmed as no images or radiographs were provided and the devices were not available for evaluation. *the following sections have corrected information: (h6) health effect - impact code.

Manufacturer narrative:
D10: concomitants: logic cr femoral por, right, sz 3 - 02-010-04-0330 - 5582059 , lgc tibial fit tray cem sz 3f / 3t - 02-012-45-3030 - 5665950, logic cr tib insert std, sz 3, 9mm - 02-012-47-3009 - (B)(6), three peg patella 35mm - 200-02-35 - 5592507.

Event description:
It was reported that this patient's right knee was revised approximatly 1 year post op. The revision was due to poly wear. Everything was removed. No breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. Unable to obtain photos/x-rays. Product not returning ¿ disposed.

Manufacturer narrative:
*The following sections have corrected information: d1: brand name. D4: expiration date, serial number. (D10) concomitant device(s): 02-010-04-0330 - logic cr femoral por, right, sz 3 (B)(6). 200-02-35 - three peg patella 35mm (B)(6). 02-012-45-3030 - lgc tibial fit tray cem sz 3f / 3t (B)(6). H4: device manufacture date. H6: health effect - clinical code.

Manufacturer narrative:
"This follow-up report is being submitted to relay additional and/or corrected information. The following sections were corrected: b2, d6b. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. The product associated with the reported event is within the scope of recall z-0021-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly."